Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer had normal blood glucose levels of 94 mg/dl. The customer reported a compromised force sensor system error from the insulin pump. Troubleshooting was done. The customer reported that the drive support cap of the insulin pump appeared to be sticking out. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was received with protruded/loose drive support disk, minor scratched display window, cracked reservoir tube lip, missing end cap sticker. The insulin pump was unable to prime during the prime/a33 test due to protruded/loose drive support disk. There was not an a33 alarm noted. There was a motor error alarm during the basic occlusion test due to protruded/loose drive support disk.